Manufacturer narrative:
Additional information: g2, h6 (type of investigation), h10 (medwatch report number), h11 (roi). Correction: h6 (health effect - clinical code and health effect - impact code). H3, h6: given the nature of the alleged incident, the product, could not be returned for evaluation. The clinical/medical investigation concluded that at the time of reporting, the outcome of event dermatitis contact was unknown, but was reported as possibly related to the IV 3000. Based on the information provided, a definitive clinical root cause for the ¿dermatitis contact¿ cannot be concluded; however, the dressing, infusion system/site reaction and sq remodulin infusion cannot be ruled out as potential contributing factors, as infusion site reactions are well known and documented. The reported itching could have led to patient scratching/site abrasion and introduction of an infectious pathogen, therefore, a malperformance cannot be confirmed. Device specific identifiers were not provided; therefore, an evaluation of the manufacturing records, prior actions, sterilization records, and IFU (instructions for use) review could not be performed. The review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. Additionally, a complaint history review based on historical data on product family only, revealed similar events; this failure mode will be monitored for future complaints for any necessary corrective actions. Without further supporting information, a definitive root cause could not be determined and the event cannot be confirmed. A factor that could contribute to the reported event include an adverse skin reaction to the dressings materials, such as the adhesive. In addition, loss of sterility during treatment, patient condition and/or patient medical history could have contributed to the reported infection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during wound treatment, the patient developed a rash at the site of the remodulin remunity sq infusion. The patient suggested trying a different dressing, as she believed the rash was caused by dermatitis from the IV 3000 dressing. The specific course of action taken to address this adverse event is unclear; however, the patient also developed an infusion site infection, in response, the physician prescribed antibiotics. No further complications were noted.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.